Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored two ventricular fibrillation (vf) episodes that were not an arrhythmia. The episodes, recorded in (B)(6) 2023, showed oversensing of a noise artifact that was consistent with external noise. No inappropriate shock therapy was delivered. The health care professional (hcp) discussed that all lead measurements were stable and within normal range, and that no noise could be produced during troubleshooting. Technical services recommended asking the patient what they were doing at the time of the episodes as it appeared they may have been undergoing a medical procedure. No adverse patient effects were reported. The device remains implanted and in service.